Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed .there was no reported patient involvement.

Manufacturer narrative:
Contact information: (B)(4). The manufacturers service engineer (fse) was able to duplicate the reported problem. The fse reseated the data acquisition to motor controller cable to address the reported problem.

Manufacturer narrative:
.